Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2018. Revision due to poly wear.

Manufacturer narrative:
Section h10: h1: the engineering evaluation reported in the experience was likely the result of excessive posterior tibial slope of the tibial insert, which allowed for excessive posterior contact between the femoral component and the tibial insert leading to catastrophic wear of the uhmwpe tibial insert.

Event description:
Index surgery: (B)(6) 2018. Revision due to poly wear.